Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2008 and a total right hip arthroplasty on (B)(6) 2012. Patient's legal counsel reports patient's allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, and lack of mobility, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis. Subsequently, patient was revised on the left side on (B)(6) 2013. There has been no reported revision procedure for the right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient¿s operative (op) notes reports that patient was revised on the left hip due to joint fluid and vertical malposition of acetabular component with metallosis at the dome. The femoral head was removed and replaced. The cup was removed and replaced with a competitor component.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01221 and -03245 / -03246).